Event description:
Per the clinic, the patient underwent two course of antibiotics to treat skin overgrowth. Additionally, the patient underwent a surgical procedure on (B)(6) 2013 to remove granulation tissue. It was reported that the patient has completely recovered.

Manufacturer narrative:
(B)(4). Implanted device remains.